Event description:
Description of event according to initial reporter: "component separation." "(B)(6) 2019: proximal extension of thoracic endograft with a cook zta-pt 42 x 38 covering the left subclavian artery, placement of thoracic endograft cook zta-p 38 x 167 between the connection of the previous tevar and branch graft. Placement of 3 aptus screws in the proximal thoracic stent graft. Coil embolization of left subclavian artery. Balloon angioplasty of superior mesenteric artery stent and left renal artery stent with a 10 x 2 balloon." Patient outcome: patient tolerated the procedure.